Manufacturer narrative:
Immucor technical support used a remote electronic connection method to assess the test well images on the neo. Neo sn (B)(4) file review summary: no errors present in event log during time of testing x439: cell 2 is c+(homozygous) sample ID: (B)(6): cell 1: negative visually negative, cell 2 equivocal visually negative. Pi lab confirmed the reactivity of the c antigen on cell 2, of retention capture-r ready-screen I and ii, lot x439, on the neo using retention capture-r ready indicator red cell, lot 221589 with anti-c, lot 6k7221500. Controls performed as expected and cells reacted as expected. Retention performed as expected. Our investigation did not identify a product deficiency. The customer issue was not reproduced or confirmed.

Event description:
On (B)(6) 2016, a customer reported an unexpected negative antibody screen when testing a sample with capture-r ready-screen I and ii (crrs I and ii) on a galileo neo instrument. Patient has an anti-c.